Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, mechanical failure.

Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the evaluation. The device was received in free formalin liquid making device handling and evaluation impossible. Without the benefit of analyzing the explant, quality cannot confirm any observations and cannot comment on the condition of the device. If additional information is received, quality will re-evaluate this complaint in accordance with procedures. Because identification numbers were not provided, quality was unable to trace device lot history of the device, complaint history, non-conformance, and capas for this lot number. However, all devices sold and labeled by this corporation must pass manufacturing, quality, and sterility procedures prior to release.